Manufacturer narrative:
Device manufacture date unknown. This device is 510k exempt. Evaluation summary: it was caused due to an excessive force applied on the brush. This report is being filed as part of the pentax backlog management plan.

Event description:
This event occurred at the time of reprocessing. There was no report of patient harm. The brush wire detaches from the plastic.